Manufacturer narrative:
No product was returned. Product info required to retrieved the device history records for reviewing and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported infection. Provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Bilateral pt was revised to address infection.